Manufacturer narrative:
(B)(4) lot number unknown. Additional classification code: hrs and jds complainant part is not expected to be returned for manufacturer review/investigation due to infection. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is against user facility medwatch (B)(4). The only information contained in this report is correction or additional information. It was reported that a patient underwent an open reduction internal fixation (orif) of a closed ankle fracture on (B)(6) 2016. Approximately one month ago, he was seen in the office and a nonunion was noted. The patient has noted that over the past couple of weeks he had started developing redness to the lateral aspect of his right ankle. He continues to smoke heavily. He has been on antibiotics for his abdominal infection, however he has not had resolution of his ankle infection. Surgical intervention is indicated. He is here today for hardware removal of his right ankle (one (1) 2.7 mm variable-angle locking compression plate (va-lcp) lateral distal fibula plate/5 holes/right and eight (8) screws, unknown quantity of each; 2.7 mm variable-angle (va) locking screw self-tapping with t8 stardrive recess 16 mm, 2.7 mm cortex screw self-tapping with t8 stardrive recess 14 mm, 3.5 mm cortex screw self-tapping 22 mm). Dorsalis pedis pulse/posterior tibial pulses are 2+. There is an incision on the lateral aspect of the right ankle that is mostly healed with a new incision from recent bedside culture. There is periwound erythema and fluctuating sensation intact to light touch (silt). Proceed with right ankle hardware removal and incision and drainage (I and d). Approximately one week ago, on (B)(6) 2017, there was surgical removal of infected hardware with incision and drainage (I and d). Surgical delay and patient outcome were not noted on the maude report. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
Additional narrative: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.